Manufacturer narrative:
(B)(4). The lot number was not provided therefore, a batch review cannot be performed. The sample was not returned for evaluation therefore a device analysis could not be performed. No assignable cause could be identified.

Event description:
It was reported that air in line was observed in a solution administration set during infusion. The air in line was found to be approximately 8-10 inches in length at an unspecified location of the set. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. Additional information was requested and is not available.